Event description:
The iab was inserted into the pt on 9/22/97 at 9:45 a.m. And removed on 9/22/97 at 6:00 p.m. The iab did not malfunction. The pt had minor ischemia, a vascular surgeon was consulted, removal and surgery were required. (Event complications: minor ischemia/removal/surgery required) -rpt'd 11/20/97. (Pt's current status: discharged-rpt'd 11/20/97)